Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient reported having to visit the emergency room (ER) due to severe lows. No further information was provided. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.